Manufacturer narrative:
(B)(4): at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported mean airway pressure panel meter dropping to zero, display resets when powered on / off and not alarming when mean airway pressure drops below minimum airway pressure alarm on a patient on the 3100 a ventilator. At this time, there is no information regarding patient harm associated with the reported event.